Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the elecsys hiv combi pt assay on the cobas 6000 e601 module. On (B)(6) 2022, the patient sample was tested with the elecsys hiv combi pt assay and generated a reactive result of 3.20 coi. A re-run of the same sample on the same day produced a reactive result of 3.32 coi. Additional testing on the same day with the elecsys anti-hcv ii assay and elecsys hbsag ii assay produced non-reactive results of 0.035 coi and 0.478 coi, respectively. On (B)(6) 2022, a second sample from the same patient was tested with the elecsys hiv combi pt assay and generated a reactive result of 3.11 coi. On (B)(6) 2022, a third sample from the same patient was tested with the elecsys hiv combi pt assay and generated a reactive result of 3.45 coi. Confirmatory testing performed on the patient sample using a competitor hiv assay (manufacturer and date not provided) reported negative results for hiv-1 and hiv-2 antibodies in serum and hiv-1 antigen in serum. Additional confirmatory testing, including western blot and hiv rna testing, also reported negative findings for hiv.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The root cause of the reported event was attributed to a sample-specific discrepancy. The specificity of the elecsys hiv combi pt assay is less than 100%, and false reactive results may occur. The customer appropriately conducted confirmatory testing, which reported negative findings for hiv.